Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "tiny crack in the middle of the sheeting". This was discovered during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and pull testing were performed and no abnormalities were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.